Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg site. Surgery may occur to address the issue.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg and to reposition the ipg pocket to address the issue.